Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as batteries were taken out because of surgery. The circumstances which led to implant not working and loss of therapy due to batteries not replaced and program was not set up. They called for help regarding this issue and issue had not been resolved yet. Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a loss of therapy and wanted their device checked to make sure the numbers were right. The patient indicated that they had to stop the machine and "took the batteries out" for an unrelated surgery, but the patient did not think that their implant was working properly since the patient came home from rehab. During the call the patient's implant was found to be turned on, but no adjustments were made during the call. The patient was redirected to their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.